Event description:
Attorney reported: in 2006 - the pt underwent a hernia repair procedure with implant of a ck mesh patch. In early 2008 - the pt began experiencing pain at the site of the hernia. Pt underwent surgery during which the mesh was explanted. Per the operative notes, "the old mesh was balled up and no longer in place." There were many omental adhesions intra-abdominally which [needed to be] taken down enough to be able to close the fascia primarily.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.